Event description:
The customer reported via phone call that she was hospitalized due to high blood glucose. Customer's blood glucose was 434 mg/dl. Customer stated that she wa experiencing the symptoms of feeling tired and nausea. The customer was admitted to hospital on (B)(6) 2015. Customer was treated with IV drips at the hospital. The troubleshooting was performed. The customer insulin pump is working as designed. The customer was advised to monitor the blood glucose.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.